Manufacturer narrative:
The monopolar curved scissors tip cover accessory has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy procedure, the monopolar curved scissors (mcs) tip cover accessory that was installed on an mcs instrument fell off inside the patient and was retrieved during the same procedure. Intuitive surgical, inc. (Isi) obtained the following additional information regarding this event: the customer stated that the mcs tip cover accessory appeared to be properly installed during the surgical procedure. The orange surface of the mcs instrument was not visible at the time of the installation of the mcs tip cover accessory but became gradually more visible during the case. The mcs tip cover accessory was removed vaginally. There was a delay of 15-30 minutes during the procedure which was completed robotically.